Manufacturer narrative:
Device eval by manufacturer: the product was returned to boston scientific for analysis. Returned product consisted of an embold fibered detachable coil system. Inspection of the device revealed that the coil was stretched inside the introducer with the tip of the coil and introducer detached/missing. The coil was detached from the distal coupler at the weld. The perforations were intact. The distal and proximal couplers were locked together with the pull wire. Device analysis confirmed damage consistent with a coil detachment at the weld along with coil stretching and introducer damage.

Event description:
Reportable based on device analysis completed on 31may2024. A 3x12 embold fibered detachable coil system was selected for use in the hepatic artery as part of a balloon-occluded retrograde transvenous obliteration (brto) procedure. During preparation after the flush, the coil was checked from the introducer sheath, and the coil was observed to be unraveled. This issue was observed outside the body. The procedure was completed with another of the same device. No patient complications reported. However, device analysis revealed that the coil was detached from the distal coupler at the weld.